Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log review revealed no alarm or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. During visual inspection, no issues were found. The power on self-test was successfully performed. A short simulated therapy was performed. The service history review was not performed because there were no previous service events in the past year. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed and there were no nonconformities, failures, rework or deviations documented that are associated with the reported problem. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.